Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 83% stenosed, 3.5x15mm, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The lesion contained <= 45 degree bend. After a 6f non-bsc guide catheter and a non-bsc guide wire crossed the lesion, pre-dilation was performed with 1.5x20mm and 2.75x20mm emerge balloon catheters, leaving 35% residual stenosis in the lesion. An 8 x 3.50mm rebel bms stent was advanced but failed to cross the lesion. Subsequently, the device was removed and the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. The distal end of the stent is damaged. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 83% stenosed, 3.5x15mm, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The lesion contained less than equal to 45 degree bend. After a 6f non-bsc guide catheter and a non-bsc guide wire crossed the lesion, pre-dilation was performed with 1.5x20mm and 2.75x20mm emerge balloon catheters, leaving 35% residual stenosis in the lesion. An 8 x 3.50mm rebel bms stent was advanced but failed to cross the lesion. Subsequently, the device was removed and the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.